Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis of the lead indicated the outer insulation of the lead was extrinsically breached due to a cut and the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The amount of blood leads to the conclusion that the outer insulation breach is due to being extrinsically cut at implant and is likely the cause for the complaint of undersensing. (B)(4).

Event description:
It was reported that during post op the patient's right ventricular (rv) lead became dislodged and undersensing was noted at the patient's device check. A lead revision was attempted with the existing lead; however, the sensing remained sub-optimal. A new rv lead was then implanted. No patient complications have been reported as a result of this event.